Manufacturer narrative:
The electrode was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, based on similar reported complaints the most probable cause are as follows: the electrode loops are used to manipulate the surrounding tissue which can cause the loop wire to bend/break, electrical output settings on the electrosurgical generator are too high, and/or the loop wire comes in contact with metal during activation. If additional information becomes available at a later time or if the device is returned to olympus for evaluation, this report will supplemented accordingly.

Event description:
The user facility reported that a loop came off in the patient¿s bladder during a transurethral resection of a prostate procedure. The bladder was irrigated and the loop wire was retrieved. The loop wire was not retained. The procedure was completed with no delay. No patient injury was reported.

Manufacturer narrative:
Based on the OEM¿s investigation it has been determined that the loop wires of the affected electrodes became damaged during production due to some irregularities in the manufacturing equipment. As a result, a field safety corrective action has been initiated to prevent potential risk to patient health.